Event description:
It was reported that the patient experienced initial activation issue of his inflatable penile prosthesis (ipp) at first follow-up visit with healthcare provider two months after the implant procedure. The device did not activate or is not working properly. The patient has not had a revision yet. No further information was provided.

Manufacturer narrative:
The implant lot number was obtained through a review of the surgical history previously provided by the physician.